Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "a staff member observed a mild electric shock with no lasting effect while plugging the power cable of the pelican cases into mains power". The apparently defective part is the msp pelicase power cord straight plug and socket with a 1.4m cord (pn 10077541). This msp pelicase power cord (pn 10077541) connects the hamilton-t1 to the power plug from the inside of the peli transport case (pn 161164). This occurrence was noticed during setup preparation. There is no patient involvement reported. There is no need for any medical intervention reported. No delay in treatment is reported. The investigation is still ongoing.